Manufacturer narrative:
Continuation of d10: product ID neu interstim ins, serial# unknown, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the health care provider (hcp) was unable to advance lead due to resistance met. Tried to reposition lead. Checked placement in several views. Re-attempted to place lead and reposition. The cause of the issue was unknown. It was reported that the issue was resolved.

Event description:
Additional information was received from a manufacturer representative (rep). The rep responded to questions asking if surgical intervention/retunneling was required to resolve the issue and they responded noting "the physician attempted to reposition the introducer and place the lead. Resistance was once met again and we were unable to place the lead."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.